Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system was hospitalized after a fall and feeling weak. Upon further review, pacing inhibition was observed on this left ventricular (lv) lead. (B)(6) technical services (ts) was consulted and reprogramming options were discussed. No additional adverse patient effects were reported. At this time this device system remains in service. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5159948.